Event description:
A nurse technician reported the system did not recognize the viscous fluid control (vfc) function prior to surgery. The procedure was completed with manual silicone oil injection. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).